Event description:
The report stated that with an abtot while sealing the adnexa, the first of two ligasure impacts could not be opened after the 3rd application. There appeared to be neither too much tissues in the jaws nor any contraindication on the part of the patient. The tissues had to be released by force from the instrument but did not bleed strongly. With the second ligasure impact (reported on complain, report # 1717344-2008-00271), the omentum major was sealed but after a few seconds it bled from the sealed area and the surgeon had to coagulate it with another device.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.